Event description:
The following information was reported: the balloon ruptured, buddy wire was used, tried with second mynx, both balloons ruptured. Manual pressure was held for 15 minutes. The patient was not hospitalized. Procedure type: leg angio vessel size: 5-7 mm stick location: common femoral sheath size: 6f.

Manufacturer narrative:
Two balloon loss of pressure events were reported to have occurred in the same patient. However, the devices were not returned; therefore, a physical investigation could not be performed. It should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. The review of the lhr (lot f1412902) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. (B)(4). See MDR report 3004939290-2014-00720 for the first device.